Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had alarmed off no power in the morning without alerting a low battery prior to the alarm. Customer stated she had changed the battery last night and in the morning the battery occurred. Customer's blood glucose was 300 mg/dl in the morning. She wasn't sure if she had slept on the buttons, which may have drained the battery. Troubleshooting wasn't performed as the customer declined and she was unable to remove the battery cap of the device. The customer was advised to discontinue use of the device if the battery is low or monitor closely until a replacement device arrived. Customer agreed to return the device for analysis.